Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. Vascular access site was obtained via the femoral artery. The 85% stenosed, 12x2.50mm, eccentric, de novo target lesion with a bend significant bend of >=90 degrees was located in the tortuous mid to distal left anterior descending artery. After pre-dilation was performed with a maverick balloon, a 2.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, the device as unable to cross the lesion and a significant bent was seen in the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. Vascular access site was obtained via the femoral artery. The 85% stenosed, 12x2.50mm, eccentric, de novo target lesion with a bend significant bend of >=90 degrees was located in the tortuous mid to distal left anterior descending artery. After pre-dilation was performed with a maverick balloon, a 2.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, the device as unable to cross the lesion and a significant bent was seen in the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.